Event description:
The customer reported problems with the cine function. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the cine disk and reloaded software. The sys operates as intended.